Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. Compatibility guidelines were requested regarding magnetic resonance imaging (MRI) and it was noted the procedure was due to a problem with the patient¿s device or therapy. It was noted they were scanning the lower back and were going to take the pump out. The pump was being removed because the patient did not feel like it was working for him any longer. Patient symptoms were not reported and the event date was asked and unknown. No further complications were reported/anticipated or expected.